Event description:
New information received noted the patient presented in clinic for follow up and the sensing anomaly resolved on its own. No intervention was reported. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited intermittent undersensing. Loss of contact with the implant pocket was suspected. No intervention was reported. The patient was stable throughout.